Manufacturer narrative:
Investigation results: visual investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The blue ceramic is fractured. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Furthermore, the shaft is slightly bent, also an indication for an overload situation. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity4(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures/preventive measures: the breakage of the ceramic was most likely caused by an overload situation during handling or reprocessing. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap (B)(4) that a jaw ins.bip.mini metzenbaum scis.5/310mm (part # pm437r) was used during a procedure performed on an unknown date. According to the complainant, during the surgery, sparking was observed from the instrument. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).